Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿flickering and noise occurred in the image¿, occurred because water entered inside the cable, which resulted in shortage of circuit and corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ·do not strike the camera head. The camera head may be damaged. ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
An olympus marketing representative reported on behalf of the customer, the hd autoclavable camera head had a no video problem. The issue was found during inspection for use in an unknown therapeutic procedure. The intended procedure was completed with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no video issue was due to faulty cable. Additionally, the cable had a scratch, the connector was cracked, the electrical contact connector had corrosion, and the head scope mount had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.